Event description:
It was reported the pt had bent down and felt a stabbing pain in her mid-back area. The pt was admitted to the hospital due to the pain issue. The sjm representative met with the pt and determined the scs system was functioning properly; the stimulation had not changed. Reprogramming was unable to cover the new pain issue. The physician opted to explant the entire system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.